Event description:
It was reported that a patient underwent a robotic laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device operated intermittently and the lights flickered. It was unknown how the procedure was completed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Insufficient drive of disposable. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06039. The same patient is represented in each medwatch.